Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned instrument was examined and the complaint condition of broken tip intra-operatively was confirmed as the four prongs of the distal tip were broken off from the distal tip of the instrument and was not returned. No definitive root cause was able to be determined however the failure mode is consistent with normal wear overtime (18+ years in the field) coupled with off axis or excessive force contributed to this complaint condition. Per the technique guide, the returned instrument was part of the depuy synthes cannulated screw system. It is utilized to insert the appropriate length 3.0 mm cannulated screws placed over a guide wire. The relevant drawing for the instrument was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant's lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4), lot a4ga170: release to warehouse date: (B)(6) 1997. Manufactured by synthes USA, (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a (B)(6) year-old male patient had an initial right foot bunionectomy on (B)(6) 2016. During the procedure, while the screw was being seated, the tip of the cannulated screwdriver snapped off. The tip was retrieved. Another cannulated screwdriver was not available so the surgeon had to pull out the wire, then he was able to use a regular screwdriver to seat the screw. There was no delay in surgery and procedure was completed successfully. The patient had a desirable outcome. This is report 1 of 1 for (B)(4).